Event description:
It was reported that the device presented severe oscillations. The patient was undergoing radiofrequency ablation (rfa) in the hepatic lesions of the liver utilizing a rf3000 radiofrequency generator. During the procedure the generator power and impedance went up and down by itself without manipulation of the generator, varying in seconds, soon after returning to normal. The ablation was successful and no patient complications were reported. The procedure was completed with this device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).